Event description:
It was reported that during a follow-up, low r-wave sensing and loss of ventricular capture were observed. Fluoroscopy showed lead dislodgement. When the physician performed a lead revision two days later, perforation was observed. The lead was explanted and replaced without complication. The patient condition was good and stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.